Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) stopcock in blister packs appeared cracked, which subsequently leaked. These occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: one (1) actual device and photographs samples were received for evaluation. The returned photographs were reviewed, and it was noted that there were cracks along the body of the device. Cracks were also noted along the body during visual inspection of the actual device. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.